Event description:
A surgeon reports a fragment of the intraocular lens was torn from the optic as it was being inserted in the eye. Enlargement of the incision was required to accomodate removal and replacement of the lens. Add'l info has been requested.